Event description:
The nurse reported approximately 13 patients experienced inflammation following cataract procedures. They are investigating multiple possible causes including products and instruments used during surgery and their cleaning and sterilization procedures. The cases have been sporadic and occurring with two different surgeons. One surgeon believes discontinued use of this product and continued to have tass cases. He has started using this product again and has had no additional tass cases. The facility states the cause of these events is unknown. Additional information including patient identifiers and outcomes was requested but not received.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The actual lots used by the customer during the cases are not known. Samples from lots in the customer's inventory were returned for testing (05i06b and 05h16q). The product lots were tested and found to meet specification for endotoxin levels (lal). Batch record reviews indicated all chemical, toxicological and microbiological test results were within specifications and there were no remarks related to compounding, filling or sterilization of these lots. There were no similar reports associated with the use of these lots.